Event description:
The customer states that the axsym processing cover will not remain upright and that customer was hit in the head by the falling cover. The customer states that no medical treatment was required. No serious injury was reported.